Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when delivering the inlay ureteral stent tube, no additional portion could be entered after the entry of the middle part.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent and guidewire were returned with the opened original packaging. An evaluation was completed by biomerics. Though a specific cause cannot be determined, a potential root cause for this event could be, "wrong core material selection/design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when delivering the inlay ureteral stent tube, no additional portion could be entered after the entry of the middle part. Per the additional info received from the investigator on 05apr2023, it was stated that based on the evaluation results, the failure was caused by a kink in the guidewire received with the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when delivering the inlay ureteral stent tube, no additional portion could be entered after the entry of the middle part. Per the additional info received from the investigator on 05apr2023, it was stated that based on the evaluation results, the failure was caused by a kink in the guidewire received with the stent.